Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote communicator associated with this pacemaker system displayed a solid red call doctor icon (rcd). Technical services were consulted and noted that a patient initiated interrogation (pii) was completed, and the communicator returned to normal status. The patient indicated that they were feeling well with no reported symptoms. The patient was advised to follow-up with their clinic regarding the rcd and successful pii download. No adverse patient effects were reported. This pacemaker remains implanted and in service.